Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 524 mg/dl. She treated her blood glucose level with a bolus and manual injection. Her blood glucose level went down to 516 mg/dl. The device was not returned.